Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and metal removed from the skin. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention on (B)(6) 2025 from their health care provider (hcp) due to an unusual pain in the right side of her abdomen. The hcp ordered x-rays and found that the needle had not retracted during infusion site insertion and at some point, it broke off into the patient's skin. The patient did not know when this issue occurred, or what pod it occurred with. Patient changes her pod every 48 hours. The patient met with a surgeon on (B)(6) 2025, and on (B)(6) 2025 she underwent outpatient surgery to remove the metal piece. The pod is not available for return, as it was likely discarded a while back. The metal piece removed was sent to a pathology lab. No further medical treatment was required. If additional information becomes available, a supplemental report will be submitted.